Event description:
A bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, a ventilator inoperative error code was found in the device's error log. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. A non-reportable write flash failure error code was also present. The pca replacement would address this error as well. No foam particles were found during the evaluation. No repairs were performed. The device will be scrapped per the customer's request.